Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2040801. Medical device expiration date: 31-jan-2027. Device manufacture date: 09-feb-2022. Medical device lot #: 2040777. Medical device expiration date: 31-jan-2027. Device manufacture date: 09-feb-2022. Medical device lot #: 2089360. Medical device expiration date: 31-mar-2027. Device manufacture date: 30-mar-2022. Medical device lot #: 2089359. Medical device expiration date: 31-mar-2027. Device manufacture date: 30-mar-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ enteral syringe leaked past the plunger/stopper when placed in the pump. This occurred at least once each in lots 2040801, 2040777, 2089360, and 2089359. The following information was provided by the initial reporter: "when loading the syringe, they take out the plunger, pour the feeds into the syringe and then put the plunger back on to maintain a closed system. The syringe is then placed horizontally within the pump. At this point, the feeds are leaking out of the top end where the plunger is placed."

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305864 and lot numbers 2040801, 2040777, 2089360, 2089359. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.